Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device display is blank, however, the device is still beeping, doing everything and also talking in AED. The customer did not state that pt harm occurred.